Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states that a nurse reached into the inform accessory box, and a safe-t-pro plus was loose in the box with the lancet extended. Nurse was stuck in the palm with the extended lancet. Prior use of the lancet is unknown, and it is not known whether the lancet was fired or used on a patient. Nurse was treated for a lancet stick with an unknown prior use (treatment procedure was not provided), and no subsequent complications were reported. An accident report was filed at the facility. The lancet was discarded and is unretrievable; replacement was sent.